Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. Instant re-grasp alarms were observed during activation testing. The device was disassembled but no obvious damage was observed. With the multimeter, an open circuit was found in the red jaw wire. The device was brought to the attention of product manufacturing for a wire failure. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the I nformation available. The evaluation detected an unreported condition of no activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Aunknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic dissection of malignant lung tumor on pretty thick tissue of muscle, sealing was ina dequate/partial (energy output and seal completion sound were confirmed). Re-grasp alert was asked but unknown. There was no tissue damage and bleeding. The jaw area was clean. Cleaned the area around the jaw every time it got dirty. Another ligasure was used with the same generator and it worked fine. There was no patient injury.